Event description:
Arterial av fistula needle used for hemodialysis treatment. At termination of pt treatment, needle tubing noted with hole or cut in tubing. After needle was removed from pt, close inspection revealed that tubing had been cut completely in two but had been spliced together on inside by a piece of red plastic. Rptr had 2 boxes of needles in facility at the time and it is unknown which box the defective needle came from. Below is listed lot # of each box.